Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer was going through the load process of fill tubing and had not seen any insulin. During troubleshooting with tandem technical support the contact was instructed to unscrew then reconnect the tubing to the luer lock. The contact stated insulin drips were seen immediately. There was no impact to the customer's blood glucose level.